Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) product type catheter h3: a partial catheter was received consisting of the proximal catheter segment and suture-less connector (sc) assembly. The catheter was patient and no leaking was seen regarding pressure testing. The retaining ring and white silicone boot of the sc connector was observed as out of position. Analysis noted markings on the titanium housing consistent with tool like markings. Damage was also seen on the transition tubing of the catheter body which is consistent with being damaged due to tooling usage. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Analysis also identified indentations on the retaining fingers of the connector that are consistent with the catheter not being properly attached to the pump. H6 update/correction: the previously applied e0307 code is not applicable and has been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (unknown concentration at a dose of 100 g and also 50 g) via implanted infusion pump indicated for head injury. It was reported that the patient was admitted to the hospital. A pump replacement occurred and shortly after the patient returned to the hospital it was confirmed that fluid had accumulated around the pump. Fluid leakage from the pump and catheter connection was suspected, and a contrast study was performed. The catheter was contrast-enhanced, and it was confirmed that contrast medium leaked around the pump. When saline was injected from the catheter access port (cap), fluid leakage was observed around the connection region. The pump and catheter were replaced. It was reported that the causal relationship to the drug was unrelated. The causal relationship to the catheter, pump, and procedure was unknown. The causal relationship to the programmer was none. It was difficult to disconnect the catheter during the pump replacement, so there might have been some problems when reconnecting them. There was a request to investigate the cause of the leakage.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# n732480001 , implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 20-jun-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a foreign healthcare provider (hcp) via a distributer (dist). It was reported, the implant date of the catheter was confirmed to be (B)(6) 2017. The patient was admitted to the hospital on (B)(6) 2024, for a normal pump replacement.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: n732480001, implanted: (B)(6) 2017, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.